Event description:
It was reported that when attempting an interrogation of a device, the green lights 'scrolled up and down' but were unable to interrogate the device. Another programmer was used. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).